Event description:
It was reported that the customer was unable to remove the battery cap from the insulin pump. The battery icon on the insulin pump was completely empty. The customer's blood glucose was 18.4 mmol/l which was treated with manual injection. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.